Manufacturer narrative:
A visual inspection revealed that a detachment of the imaging window from the lapjoint section was observed. The imaging window did not returned for analysis. A kink was observed in the drive shaft, in the junction between the sheath assembly and the lapjoint assembly. No other damages were encountered upon visual inspection. Due to the observed detachment, the functional test was not performed. A microscope/borescope and dimensional inspection revealed a detachment of the imaging window from the lapjoint section was observed. A kink was observed in the drive shaft, in the junction between the sheath assembly and the lapjoint assembly. The lapjoint section was within specification.

Event description:
It was reported that sheath detachment occurred. An opticross hd imaging catheter was chosen for use. During preparation, it was noted that when it was tried to insert inside the guiding catheter the shaft got separated. The connection part between the transparent part and the blue part was separated. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Visual inspection of the returned device revealed detachment in the lapjoint section. The device had the imaging window detached and the imaging window did not returned with the device. A kink was found in the imaging core. No other issues were found. A dimensional test was performed and the size of the sheath assembly as expected.

Event description:
It was reported that sheath detachment occurred. An opticross hd imaging catheter was chosen for use. During preparation, it was noted that when it was tried to insert inside the guiding catheter the shaft got separated. The connection part between the transparent part and the blue part was separated. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.

Event description:
It was reported that sheath detachment occurred. An opticross hd imaging catheter was chosen for use. During preparation, it was noted that when it was tried to insert inside the guiding catheter the shaft got separated. The connection part between the transparent part and the blue part was separated. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was fine.